Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was attempting to turn the pump off and accidentally triggered a button alarm. Customer had elevated blood glucose levels (243 mg/dl). Customer delivered a manual injection to stabilize blood glucose levels. Tandem technical support educated that customer on how to prevent button alarms from being triggered.